Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover, leakage in display, and damaged micro switch were all observed. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was able to be traced to customer use. Actions were taken to mitigate the reported issue: none, device is being scrapped. UDI information is unknown.

Event description:
It was reported that the device is not circulating water. No patient injury was reported.